Event description:
It was reported that the pump gave low battery alarms and rebooted after the patient replaced the battery. On (B)(6) 2012, the patient obtained the elevated blood glucose readings of 220 mg/dl, 280 mg/dl and 343 mg/dl, and she experienced the symptom of being thirsty. The patient took a correcting bolus dose of 2.9 units insulin using the pump. The patient did not seek any medical attention or treatment. The patient did not suffer any injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012): correction: adverse event. On (B)(6) 2012, the lay-user/patient contacted animas alleging a battery life/rebooting issue with the pump. It was reported that the pump gave low battery alarms and rebooted after the patient replaced the battery. On (B)(6) 2012, the patient obtained the elevated blood glucose readings of 220 mg/dl, 280 mg/dl and 343 mg/dl, and she experienced the symptom of being thirsty. The patient took a correcting bolus dose of 2.9 units insulin using the pump. The patient did not seek any medical attention or treatment. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the pump had rebooted and she developed a symptom that can be associated with severe hyperglycemia. It is unknown at this time if the pump and/or use-error contributed to the patient's injury. Serious injury.